Event description:
This peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2024 for draining slowly. The patient also attempted a manual drain and was only able to drain a small amount of fluid. The patient reported he was recently in the hospital (unknown reason) and had x-rays of the pd catheter taken. He was discharged on (B)(6) 2024. During follow-up with the clinic, it was reported the patient was hospitalized on (B)(6) 2024 for pd catheter repositioning and hernia repair. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia with repair. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. The type and location of the hernia is unknown. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
This peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2024 for draining slowly. The patient also attempted a manual drain and was only able to drain a small amount of fluid. The patient reported he was recently in the hospital (unknown reason) and had x-rays of the pd catheter taken. He was discharged on (B)(6) 2024. During follow-up with the clinic, it was reported the patient was hospitalized on (B)(6) 2024 for pd catheter repositioning and hernia repair. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.